Event description:
The shaft separated when the catheter was inserted into the y adaptor. There was no impact to the pt.

Manufacturer narrative:
A team consisting of mfg engineering, r&d, and qa analyzed the returned catheter. It was suspected that the proximal shaft was kinked while the catheter was being fed into the introducer. The catheter appeared to have been manufactured to specification. Although there was no pt impact associated with this incident, if the event were to reoccur, there could be a potential for injury. This report is being sent as a notification.